Event description:
It was reported that the atrial lead dislodged in (B)(6) 2007 and it was capped and replaced when the device was recently replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.